Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system on (B)(6), 2011. According to the complainant, the patient experienced pain, difficulty urinating, and dyspareunia as a result of the implant.all other information is unknown and unavailable.